Manufacturer narrative:
Initial reporter address (B)(6). Device evaluated by MFR.: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent dista catheter. There was blood in the returned waste bag. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed multiple bends and kinks. It was also noticed that the hypotube was broken at 6cm from the tip. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to the damaged shaft. The devices pressure could not be recorded due to the device would not prime. Inspection of the remainder of the device, apart from the observed damage showed no other damage or irregularities. The complaint was confirmed for set up issues, alarms, and errors. Shaft damage was also confirmed.

Event description:
Reportable based on device analysis completed on 14-mar-2022. It was reported that catheter failed to prime, pump assembly leaked and check saline error message occurred. An angiojet solent dista catheter was advanced for treatment. During preparation, the catheter would not complete the priming process. The physician tried to reboot the console and re-prime but still unsuccessful. A leak at the pump assembly was noticed and check saline error message occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.